Event description:
Found drug leakage from cassette causing crystallization of med. Once cassette was on pump and running. Within a couple hours, the pt noticed the moisture then crystallization. Dates of use: 2007, diagnosis or reason for use: chemo adm for ca. Event abated after use stopped or dose reduced? No.